Event description:
It was reported that the right ventricular lead had elevated threshold the day after implant. The lead was explanted and replaced.no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. D314drm implantable cardioverter defibrillator 2013-(B)(6). (B)(4).

Event description:
It was further reported that the patient experienced bradycardia and loss of capture was observed on the right ventricular (rv) lead. Also the rv and right atrial (ra) leads had dislodged oneday after implant. Both leads were explanted and replaced after attempts to provide additional slack.

Manufacturer narrative:
(B)(4).